Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a resection of posterior fossa tumor procedure, the cusa excel 36khz handpiece (c2602) was most likely overtorqued, and the surgeon turned up tissue select with a precision tip which then prevented any tissue removal. They had problems with suctioning tissue and had to move the soring sonaca to complete tumor removal. There was a 30 minutes delay; however, patient outcome was satisfactory.

Manufacturer narrative:
The cusa excel 36khz handpiece (c2602p) was returned for evaluation: device history record (DHR)- the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed failure analysis - investigation showed that incorrect assembly and disassembly of the handpiece by the customer using the torque wrench resulted in torque wrench misaligning the dot on the handpiece and the handpiece connector. The housing was replaced and the handpiece was recalibrated to meet manufacturer's specification. Root cause- the complaint was confirmed as overtorquing of handpiece. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a